Event description:
On (B)(6) 2007, the patient was implanted with an scs system. The patient was getting intermittent stimulation. The stimulation would be good and covering the proper areas then it would seem as if it turned off. Without any adjustments, it would then come back on. On (B)(6) 2010, the receiver was replaced with an eon ipg and the leads were re-used. The patient now has good stimulation.

Manufacturer narrative:
Evaluation: method: visual inspection, communication testing, and functional testing were performed. The device history and sterilization records were reviewed. Results: the visual inspection revealed slight discoloration at both septums. The receiver passed communications testing, successfully communicating with the transmitter and autotester. The receiver failed both the auto test and manual test. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "intermittent stimulation" was confirmed. The receiver failed both the manual test and the auto test. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.